Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis found the outer insulation of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. Concomitant product: product ID kdr901 ipg, implanted: (B)(6) 2006.

Event description:
It was reported that the atrial lead was explanted due to a system upgrade, returned to the manufacturer and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.